Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. A new cartridge was loaded to resolve the issues. There was no reported adverse impact to the customer¿s blood glucose level. Ultimately, customer reverted to an alternate method of insulin delivery.